Manufacturer narrative:
Updated sections: g4, g7, h2, h3, h6, h10. Trackwise # (B)(4). The device was returned on 03/24/2020. An investigation was conducted on 04/23/2020. A visual inspection was conducted. Signs of clinical use and heavy amounts of charred material was observed at the base of the hot jaw where the jaws connect to the device. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. The heater wire was observed to be very slightly flexed away at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The silicone insulation on both the hot and cold jaws was observed to be intact, no visual defects were observed. An electrical and mechanical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and audible sound during several activations over a period of 10 minutes and shut off when the toggle was released toggle. The pre-cautery test was repeated 10 times with no observed failure. A mechanical evaluation was conducted. The toggle was manipulated to open and close the jaws with no visible or physical defects. The mechanical evaluation was conducted 5 (five) times with no observed failure. Based on the returned condition of the device and the evaluation results, both the reported failures ¿device remains activated and "mechanical issue¿ were not confirmed but was confirmed for the analyzed failure "material twisted/bent".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they stated that 4-5 times the jaws would remain stuck in the on position. The jaws appeared to not fully close when inserting through the cannula. They finished procedure with same device. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they stated that 4-5 times the jaws would remain stuck in the on position. The jaws appeared to not fully close when inserting through the cannula. They finished procedure with same device. The hospital did not report any patient effects.